Manufacturer narrative:
A siemens technical solutions center (tsc) specialist evaluated the instrument data during troubleshooting with the customer. The tsc specialist did not discover an instrument malfunction, and the issue had been limited to this patient sample. The cause of the discodant, falsely low results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The sample was rerun in duplicate on an alternate instrument, and the calcium results matched the patient's previous result. The patient's chemistry panel was then rerun, and the patient's sodium (na), potassium (k), chloride (cl), urea nitrogen (bun), creatinine (crea), glucose, phosphorous (po4), magnesium (mg), total protein (tp), and albumin (alb) results all resulted higher. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.